Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the implantable cardiac monitor (icm) exhibited undersensing resulting in false pause episodes. No changes or interventions were reported; the icm will continue to be monitored. The patient condition was unknown.